Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump generated an occlusion alarm that was only resolved after changing infusion supplies, and the user temporarily switched to an alternative insulin delivery system while awaiting replacement infusion sets. Symptoms included hyperglycemia with a reported blood glucose of 240 mg/dl. Outcomes included interruption of insulin delivery and the need for additional replacement infusion sets. Investigation included a review of device alerts and supply logistics. Investigation of this case revealed an insulin flow occlusion associated with the infusion set. It was concluded that an infusion set occlusion occurred and replacement supplies were provided.